Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion device displayed an e7 (electronic error) message while infusing the basal rate. Patient reported replacing the battery and battery cover immediately. Patient stated the error couldn't be cleared. Patient reported the ok button on the infusion device is non-functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: e7105 was found in the history. It is not possible to further operate the pump due to a defective force sensor. Therefore, the pump correctly triggered the e7105 error messages. The buttons passed the optical and functional investigation successfully and comply with the product specification.